Event description:
Surgeon noticed that the distal tip of the soft tip cannula (B)(4) was missing during surgery. Surgeon requested a new tip and continued with the case. At the end of the case while doing a scleral depression exam surgeon noticed several pieces of the silicone tip in the anterior vitreous base. The surgeon elected to leave the pieces in place. Surgeon believes that the tip may have been severed while retracing the cannula through an alcon valved cannula.